Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. The customer stated that the insulin pump makes a buzzing sound when doing a correction bolus. Blood glucose value has been from 299 mg/dl to 546 mg/dl. Current reading was 310 mg/dl. Customer stated she just kept changing the site but it would not help. The customer checked the alert type; which was in vibrate. She changed it to beep. Customer did not want to troubleshoot for high blood glucose and stated she would contact her doctor to discuss the issue.